Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system exhibited a patient and orders not current icon. A technical support specialist dialed into the server, identified that the messages were processing, time was accurate and did not see any communication failure. Stated that there was an issue with the admission discharge transfer (adt) feed. The orders feed was functioning normally and processing in real time. However, the adt feed did not process until around morning seven. The order example would not have been available on the station because the patient had not yet been admitted, as the adt feed was delayed by approximately three hours. The customer stated that all data was current. Any new patients admitted between 3:00 am and 7:00 am may had experienced issues during that time. Since the orders feed continued to process in real time, the issue was not suspected to be interface-related and was believed to have originated from cerner. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, delay communication. User reported no error message stated disconnected mode. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.